Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There are no reports of an accident or trauma.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Hearing performance with the device was affected. There were no reports of an accident or trauma. The recipient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has not been received for investigation yet, despite requested.

Event description:
Hearing performance with the device is affected. There are no reports of an accident or trauma. The recipient has been re-implanted.